Manufacturer narrative:
Clarification: the lot number of the lidocaine is 592. (B)(6). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Health professional reported injecting a patient in the central site of subocular and anterior cheekbone with 1.5 cc of juvéderm® voluma®. The patient experienced a ¿suspected granuloma, around .8 cm x .2 cm¿ at the injection site. The patient was treated with hyaluronidase with ¿no effect.¿ the syringe was expired at the time of injection.

Event description:
Health professional reported injecting a patient in the central site of subocular and anterior cheekbone with 1.5 cc of juvéderm® voluma®. The patient experienced a ¿suspected granuloma, around .8 cm x .2 cm¿ at the injection site. The patient was treated with hyaluronidase with ¿no effect.¿ the syringe was expired at the time of injection.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.